Manufacturer narrative:
Event date is approximated. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that in a case the radiologist (rt) went to take the first anterior posterior shot and a low frame rate error occurred. The rt fully seated the umbilical and was able to take images. No patient impact was reported. There was no delay to surgery.